Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that an obvious decline in pt's auditory performance was noticed by the guardians since (B)(6) 2012. Problems of the external devices were excluded. A history of a head trauma was denied by the guardians. Latest testing in situ showed 6 channels in status hi and 2 channels in status s/c. Pt was re-implanted on (B)(6) 2012.